Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported a PICC line was placed on and it was noted the next morning on that the plastic hub had a small hairline crack. The PICC was removed.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Evaluation summary: a review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for review. There has been no visual evidence provided that would support the alleged allegation. However, due to the number of complaints found with this part number and lot number, this complaint will be confirmed. There was one similar complaint in the lot number. Without the sample to review a definite root cause and corrective action for the reported issue could not be established. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.